Event description:
Additional information received reported that the patient felt stimulation and was programmed accordingly. No further information was provided.

Event description:
Additional information received reported that the battery replacement took place the week prior to the report. The existing lead remained in place and the impedances were at acceptable levels.

Event description:
It was reported that the patient had no stimulation sensation even at 8.5 volts. Impendances were reading greater than 4000 ohms on all of the bipolar and unipolar pairs. Subsequent information received reported that there had been no x-ray or surgical intervention; however, a surgical intervention was going to happen in two weeks due to low battery status and a lead revision might take place. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v275308, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).